Manufacturer narrative:
The customer did not return the suspected meters and test strips for evaluation. Therefore, the in-house contour next link 2.4 and contour next link meters were tested with the in-house contour next test strips from lot#: 9mpea03a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that at 8:13 p.m., he obtained blood glucose readings of 168 mg/dl and 81 mg/dl on the contour next link 2.4 meter and contour next link meter respectively. The customer stated that he was experiencing symptoms of hypoglycemia. The customer took one and one-half units of insulin based on the meter's readings and continued experiencing symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kits were sent to the customer.